Event description:
The customer reported that the tracheostomy tube was found to be leaking around inner cannula. A loose connection was noted between inner cannula and main body of the tracheostomy tube. Had to replace defective tracheostomy tube and used another device without further consequence. No pt injury or ill-effects; the pt's current status reported as stable/recovered. The device is not being returned for eval, as it was discarded by customer.